Manufacturer narrative:
Additional information and device evaluation provided in: d10, h3 and h6. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. The product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required. Correction information: d4: model number: 72404310. Lot number: 1000087055. Model description: pump ms. Additional manufacturer narrative: b3 - date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to discomfort/pain at the cylinders and a dimpled pump. A new pair of 14cm x 9.5mm ipp cylinders and ms pump were implanted. It was further reported that the issues with the device began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Date of event is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to discomfort/pain at the cylinders and a dimpled pump. A new pair of 14cm x 9.5mm ipp cylinders and ms pump were implanted. It was further reported that the issues with the device began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to discomfort/pain at the cylinders and a dimpled pump. A new pair of 14cm x 9.5mm ipp cylinders and ms pump were implanted. It was further reported that the issues with the device began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Correction information: model number: 72404310. Lot number: 1000087055. Model description: pump ms.